Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt 5mcg/ml at 1.9 88mcg/day and dilaudid 2.5mg/ml at 0.5994mg/day via an implantable pump. The indication for use was non-malignant pain. The physician reported a dye study was completed in (B)(6). Due to the patient¿s anatomy they were unable to view the catheter tip or aspirate. The pump pocket was opened up today and no catheter was noted. The environmental, external or patient factors that may have led or contributed to the issue was noted as per the physician the patient falls frequently. The catheter was replaced. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury.